Event description:
It was reported that during a pulmonary biopsy procedure, the lever necessary to retrieve the blade locked out and, so it was not possible to open the device. The suture was regular and so the stapler was removed from the tissue also without opening the jaws. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the defect verified at the 4th activation by using the 5th reload. The blade didn¿t come back at the original position. The issue was not solved by using the manual reverse activation. No noise or resistance has been felt by the instrumentalist. The tissue was thin and so the stapler was removed by pulling it out from the tissue. How was the device removed from the tissue? By sliding the stapler was the cut line complete? Yes. Was the staple line complete? Yes. Were the staples in the proper b form shape? Yes. After the device was removed was there any tissue damage? It was not visible if so how was the tissue damage repaired? Was the intra-op procedure completed? Yes. Was post-op care changed for the patient? No.